Manufacturer narrative:
Updated block: h6. The service repair technician (srt) found that the monitor was dead upon arrival and did not power on. During the evaluation, it was found that the advanced technology extended (atx) board was the point of failure as the power was not moving past the atx board. The srt replaced the atx board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the central control monitor (ccm) would not boot up and the fans were not running. There was no patient involvement.

Manufacturer narrative:
The fsr disconnected the ccm and plugged in the ccm in the other side of the machine with no changes. The fsr replaced the ccm. The unit operated to the manufacturer's specifications.